Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a possible problem with the ins reviewed/suspected/alleged. It was noted troubleshooting was limited due to lack of access to product and or patient. It was logged there was a loss of therapeutic effect. It was reported the patient had lead implanted in cervical area to cover her facial pain. It was noted that when she turned on stimulation, she was not getting the coverage she needed as before. Additional information received reported the patient had an appointment scheduled for the tuesday following report. It was further reported the appointment had been moved to the thursday following the report. Additional information received reported all of the patient's impedances were out of range. It was logged she was scheduled for a revision surgery the day prior to report and the case was cancelled as her insurance would not approve the procedure. Additional information received reported there was a shocking or jolting sensation. It was reported the patient's device was malfunctioning. It was logged that all four leads were operating at greater than 10000 ohms. It was logged she had had problems with the device since it was implanted. It was reported it was a product malfunction. It was noted that in the past the health care provider had speculated a battery issue and discussed battery replacement. It was reported she did not have an ins battery replacement at that time. It was logged the patient had a shock in her neck and it went down her arm. It was logged the pain was terrifying and it happened in the middle of the night. It was logged the terrible shock that the patient experienced at 1am happened on (B)(6) 2014. It was reported that after the shock the device stopped working and the patient turned the stimulation off and was advised by the health care provider not to turn the device back on. It was logged the patient felt weird, inconsistent shocks that she was feeling in her arm and in her neck. It was logged that since (B)(6) 2014 the neurostimulator (ins) had been turned off. It was noted the patient was told by their health care provider on (B)(6) 2014 not to turn the device back on and that the patient needed surgery. It was logged the patient said that her insurance denied her surgery because it was out of state. It was logged that the entire system needed to be checked when the patient has surgery. It was noted the doctor was not sure if the leads and the battery needed to be explanted. It was reported there were no falls or traumas and the patient had not done any strenuous activity since implant. It was logged that there was a short period when the patient did not charge because she needed a new charger but the device never went into a discharge state. It was logged the new charger was able to charge her ins. It was noted the patient was upset that she had to use insurance and pay out of pocket due to a malfunction. It was reported that the patient wanted the analysis completed by an unbiased company, not medtronic.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n254624, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3986a lot# n254624, implanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
Additional review revealed that intervention required needed to be checked.

Event description:
It was later reported that there was no stimulation in the area needed and the event was attributed to the lead. It was noted that the patient was evaluated on 2014-(B)(6) by a manufacturer representative and there was no stimulation in any of the leads. It was further noted that a revision was recommended.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a, lot# n254624, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they did not have access to the patient's weight. It was reported that they did not have the device. It was reported that the device was explanted, but was not being sent back. They were implanted with a new 2x8 paddle and sensor and they were registered in the device registration. No further complications were reported/anticipated.

Manufacturer narrative:
Event is now reportable for serious injury. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported the patient confirmed high impedances greater than 10k on (B)(6)2014. It took the patient 4 years to get insurance approval to have the device replaced. The patient had the device replaced on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3986a lot# n254624 implanted: (B)(6)2013 explanted:(B)(6) 2017 product type lead product ID 3986a lot# n254624 implanted: (B)(6)2013 explanted:(B)(6) 2017 product type lead product ID 3986a lot# n254624 implanted:(B)(6) 2013 explanted:(B)(6)2017 product type lead coding was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative on (B)(6)2017. The representative called in today about a potential revision. She spoke with the patient and supposedly patient felt weird stimulation down her spine 4 years ago, and doctor checked the ins wasn't the issue, there was no open or short, and x-ray didn't show a fracture. The patient couldn¿t have surgery to figure it out at the time due to financial issue and she was moving. The patient said 80% pain relief when system was working well. The rep discussed checking the lead/extension today with multi-lead trialing cable (mltc) today. No further complications were reported. No additional patient symptoms were reported. Additional information was received on (B)(6)2017. It was reported that there was evidence of high electrode impedances. X-rays at duke revealed lead was not in epidural space and suspected fracture. Entire systems was revised. A 2x8 paddle was placed retrograde over c2/3 and connected to a sensor. All devices were surescan. Additional information was received from a manufacturer¿s representative (rep) on (B)(6)2017-. It was reported the patient confirmed high impedances greater than 10k on (B)(6)2014. It took the patient 4 years to get insurance approval to have the device replaced. The patient had the device replaced on (B)(6)2017. No further complications were reported. Additional information was received from the manufacturing representative (rep) on (B)(6)2017. It was reported that they did not have access to the patient's weight. It was reported that they did not have the device. It was reported that the device was explanted, but was not being sent back. They were implanted with a new 2x8 paddle and sensor and they were registered in the device registration. No further complications were reported/anticipated. Additional information was received from the manufacturer representative. It was reported that the patient¿s loss of stimulation was likely due to a fracture in the original lead. It was quite kinked when it was removed. No further complications were reported. See reg report (B)(4), for MDR filed in related file.